Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: the surgery was successful but, in the next day, the patient presented bleeding at the staple line. Patient had bloody stools. The doctor decided to reoperate and required a blood transfusion. They used 4 units/bags of blood but was not successful and the patient passed away. The patient's drug regimen included enalapril. There was blood loss of over 500cc. There was no unanticipated tissue loss. There was no unanticipated tissue damage. No reinforcement material was used.